Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 600 mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also reported they receive insulin flow block alarm and alarm did not occur during fill tubing. Customer stated alarm resolved by complete set changed. The device will not be returned for analysis.